Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: eur arch otorhinolaryngol. 2025 jul;282(7):3647-3656. Doi: 10.1007/s00405-025-09441-6. Epub 2025 may 20. Pmid: 40394249; pmcid: pmc12321650. Https://doi.org/10.1007/s00405-025-09441-6.

Event description:
Revision tracheal resection anastomosis for recurrent stenosis after airway surgeries: functional outcomes. The aim of this study is to evaluate the surgical and functional outcomes conducted on 53 patients as well as the quality of life among patients who underwent revision tracheal/cricotracheal resection anastomosis for recurrent stenosis after previous unsuccessful airway surgeries. Surgiflo (eth) was used to spread over the entire surgical area with particular emphasis on the airway anastomosis site, to ensure proper hemostasis and support the healing process. 2/0 vicryl (eth) was used to performed stitches from the hyoid bone to the distal tracheal segment, one or 2 rings below the anastomosis. Reported complications: surgiflo (eth) 2/0 vicryl (eth). Post-operative complication in a form of restenosis (n=7) treatment: not reported. Granulation tissue formation at the site of anastomosis (n=5) treatment: managed by repeated excision with topical application of mitomycin. Surgical emphysema / minor air leak through drains (n=4) treatment: conservative measures. Unilateral vocal fold paralysis (n=2) treatment: conservative measures. Wound seroma (n=1) treatment: incision and drainage. In conclusion, revision tracheal/cricotracheal resection anastomosis presents significant surgical challenges. Nevertheless, by employing meticulous surgical techniques and implementing strategies to reduce anastomotic tension and enhance healing such as suprahyoid release, trachea-hyoid detensioning stitches, and the application of surgiflo, high success rates and satisfactory functional outcomes were achieved.